Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that insufficient stent apposition and stent damage post-deployment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After intravenous ultrasound (ivus) and pre-dilatation was performed three times with a 3.50mm x 12mm nc emerge® balloon catheter, a 4.0 x 20 synergy¿ drug-eluting stent was deployed to treat the lesion. However, after ivus check, it was noted that the distal portion of the stent was insufficiently dilated. Subsequently, the 3.50mm x 12mm nc emerge® balloon catheter was advanced again to perform post-dilatation. However, the nc emerge® balloon catheter became stuck at the middle of the stent and was unable to cross. When it was forcibly pushed, the stent was deformed and so usage of the nc emerge® balloon catheter was discontinued. Post-dilatation was then performed with a 3.5 x 10 non-bsc balloon catheter and the procedure was completed. No patient complications were reported.